Event description:
It was reported that an end user who had been using the hollister apogee straight urethra catheter experienced urethral bleeding after recently catheterizing. It was reported that the end user had been using these catheters to catheterize his bladder 6 times a day for 10 years due to paralysis. It was reported that early in a morning, while he was barely awake, he catheterized himself and after draining the urine from his bladder, he noticed some blood and a kink in the catheter tubing resulting in sharp corners. It was further reported that when he catheterized himself later in the day, there was more blood. It was then reported he went to the hospital where they performed a cystoscopy, lasered some kidney stones, and inserted a foley catheter to allow his urethra to heal. It was further reported that he noticed that the catheters he had been receiving recently seemed stiffer than the previous ones.

Manufacturer narrative:
Trend analysis conducted and no adverse trends observed. Device history review could not be conducted due to lack of lot number. No samples available for review. Root cause of reported kink in catheter and bleeding cannot be determined. Only the di information of the UDI is known due to lack of lot number information.